Event description:
It was allegedly reported to resmed that a airsense 10 autoset caught fire. The device was not in patient use when the reported event occurred, however, the device was switched on. According to an expert mandated by the patient's family insurance, the origin of the house fire came from the device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
After the homeowner¿s insurer returned the complaint device to the home care provider, (B)(6) in france, (B)(6) unfortunately scrapped the remains of the complaint device. To date, final investigation report carried out by the patient expert has not been made available to resmed. Review of therapy data transmitted by the complaint device to the cloud confirmed the device was last used for therapy on (B)(6) 2022, the day before the reported event. Photographic evidence of the scene was evaluated by resmed. There is insufficient evidence to suggest that a device malfunction occurred, in which that malfunction of the device likely caused or contributed to the event, or that the device failed to meet its performance specifications. Based on the photographic evidence provided and due to the limited information from the reported complaint, resmed is unable to determine the cause or origin event or whether the event started inside or external to the device. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).